Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic probe exhibited the transparent sheath for the mini probe had broken in the middle of the probe (outer part had broken in the middle). Unsure as to when the procedure took place. There was no report of harm, injury or death.